Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator's air sensor of the motherboard was defective. There was no patient involvement. The motherboard was replaced and a 5000k preventative maintenance (pm) was performed along with calibrations and all tests passed.